Event description:
It was reported that a malfunction occurred on the pump, which had previously passed through a body scanner. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction reoccurred.